Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4)

Event description:
The customer reported that a "neonate was connected to x2 and mp70 which was getting monitored by piicix rev a. X2 was showing spo2 as 41 and there were no alarms. When they were trying to resuscitate, spo2 was 39 and the x2 had a yellow alarm that time rather than being a red alarm. Alarm low limit was set up as 88. The neonate patient was desaturated. The nurse visually saw the patient going blue and resuscitation was done.

Manufacturer narrative:
Philips field service engineer (fse) evaluated the x2 and found the issue to be with the hospital fiber optic cable links - no connectivity. The customer was advised. No information was provided about why there was no alarming at the bedside monitor. The reported problem was resolved by informing the customer of the lack of connectivity with the hospital fiber optic cable links. A search for additional service calls from the reporting institution showed no more reports of the alleged problem. As such, we will consider that the customer resolved the problem by correcting the connectivity of its fiber optic cable links. The device remains at the customer site. The provided information does not support that a malfunction of any philips device has occurred; the hospital's fiber optic cable links were lacking connectivity. This issue does not represent a systemic, design, or labeling problem. No further investigation or action is warranted.